Manufacturer narrative:
The reported event of a piece of plastic being in the aspirated fluid from the sheath could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, after transseptal puncture a piece of plastic was noted in the aspirated fluid from the sheath. The needle and sheath were not exchanged, and the procedure was successfully completed without any patient consequences.